Manufacturer narrative:
Reported event of band failed to deploy. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the bands failed to deploy. The procedure was completed with a different device. No patient complications resulted from this event. The patient's condition following the procedure was reported to be stable.